Manufacturer narrative:
Qn#(B)(4). N/a other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the clip could not be loaded to the applier firmly and it almost fell off during a surgery. (It did not actually fall off.) Therefore, the applier was replaced with a new one to complete the procedure. No clip fell/remained in the patient, and no injury to the patient occurred. The applier was sent to our technical specialist, who confirmed the jaws were misaligned. The applier was purchased by the hospital on (B)(6) 2023 and it was the first time to use". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The sample was returned for investigation. The manufacturer reported: "the DHR for the returned instrument was reviewed and found complete without any irregularities. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a (B)(4) pc. Lot in april of 2023. It was found that this order was made from the correct materials and components and all approved processes were followed. It can then be stated that the alleged non-conformance inciting this complaint was not due to an error in tecomet -kenosha's manufacturing process. Evaluation of the returned instrument shows that the jaws are slightly misaligned in the closed position. Functional evaluation of this instrument shows that although the jaws are slightly misaligned in the closed position it was still able to pick-up, retain, close and release multiple clips without any issues found. We are able to validate this complaint for the returned instrument. We are unable to determine what caused the jaws to become misaligned but mishandling of this device at the end user's facility during cleaning and sterilization processing is suspected. "All (B)(4) instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the clip could not be loaded to the applier firmly and it almost fell off during a surgery. (It did not actually fall off.) Therefore, the applier was replaced with a new one to complete the procedure. No clip fell/remained in the patient, and no injury to the patient occurred. The applier was sent to our technical specialist, who confirmed the jaws were misaligned. The applier was purchased by the hospital on (B)(6) 2023 and it was the first time to use". No patient harm or injury. The patient status is reported as "fine".